Manufacturer narrative:
The complaint sample was not returned for investigation, and no images of the stylet could be obtained. Furthermore, no lot number was available to assist in identifying a retention sample for investigation. It was not possible to verify the failure of the gliderite single use stylet. At this time, the cause could not be determined, but it is likely that the straightening of the stylet in the et tube caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure using a gliderite single use stylet, a piece of the device had broken off and remained in the lung of the patient. It was noted that the end user of the device attempted to straighten out the stylet in the et tube prior to use, which resulted in the breaking of the stylet. The broken portion of the stylet was later removed and there was no harm to the patient or user reported.